Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unexpectedly restart was unresponsive. Customer¿s blood glucose level was unknown. Customer also reported that the time was frozen in the insulin pump. Customer was assisted with troubleshoot. The device will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm, no time/clock anomaly and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.